Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, upon reaching step 3 (plunger removal) pulling the needles to cut the thread, they left the system entirely. The sutures of two new proglide devices were successfully pre-placed. The sheath remained 8f and the (pta) procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was observed as a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number updated from 0110141 to 1020841. Expiration date updated. E1: physician and hospital account added. Distributor address filed on initial. H4: manufacturing date updated.